Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up. To clear the ua45, the customer rotated the driveshaft to "home" position, following the administrative menu. However, the autopulse platform displayed ua18 (max take-up revolution exceeded) upon powering up. After attempting to restart the autopulse for use, the plastic clip that holds on the lifeband (lot # unknown) broke, and the platform continuously displayed the ua18 advisory message. No patient involvement. Please see the following related MFR report: MFR # 3010617000-2023-00082 for the lifeband (lot # unknown).

Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up" was confirmed in the platform's archive data and during functional testing, performed at zoll. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. The reported complaint that "the autopulse platform displayed ua18 (max take-up revolution exceeded) upon powering up" was confirmed in the platform's archive data and during functional testing. The ua18 advisory message was replicated when the lifeband belt was permitted to retract too far without a manikin on the platform. The probable root cause of the reported ua18 was using the autopulse platform without a suitably weighted manikin, which caused the device not to detect any weight present on the platform and displayed the ua18, per design. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, there was a vertical crack going through one of the screw fittings of the front enclosure. The observed physical damage could be due to user mishandling. The front enclosure will be replaced to address the issue. No broken plastic part was observed, and the customer did not return the lifeband that was used at the time of the event. The archive data review indicated multiple ua45 advisory messages on the customer's reported event date, confirming the reported complaint. Further review of the archive data indicated one ua02 (compression tracking error) and a couple of ua18 (max take-up revolution exceeded) on the customer's reported event date, unrelated to the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform failed initial functional testing due to a ua45 advisory message displayed upon powering up, confirming the reported complaint. The zoll service personnel rotated the platform's driveshaft to "home" position to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes, the platform passed the test without any fault or error. When platform was tested with a weighted manikin, the reported ua18 was not replicated. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).